Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported distal occlusion alarms which were reproduced while running a loaded set. Downstream occlusion was verified through a review of the event history log and found to be caused by out of specification downstream values. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a distal occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.